Event description:
The customer reported that insulin was leaking past the o-rings into the reservoir compartment. The customer stated that she did not save and tossed out the reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.